Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's battery leaked into the insulin pump. The customer's blood glucose levels are unknown. The customer stated the insulin pump alarmed battery limit fail and weak battery. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit was received with constant failed battery test alarm due to corroded battery tube. There was a corroded battery cap contact noted, cracked battery tube threads, minor scratched lcd window, cracked belt clip slot and reservoir tube lip noted during visual inspection. Unable to confirm battery out limit or weak battery alarm due to failed battery test alarm. There was no moisture damage on motor assembly or electronic assembly noted during visual inspection.